Manufacturer narrative:
(B)(4). The field service engineer (fse) evaluated the device and confirmed the reported event. The fse replaced the oxygen sensor which resolved the reported issue. The device then passed all testing.

Event description:
It was reported that a ventilator had a damaged oxygen sensor. The ventilator was not on a patient at the time of the event.

Manufacturer narrative:
The device was repaired and it was determined that the parts shelf life had exceeded the period of time recommended by the manufacturer. If information is provided in the future, a supplemental report will be issued.